Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm is 50 mm x 36 mm, the proximal neck diameter is 23 and distally it was 29 mm. Prior to the evar, the physician chose a 28mm diameter endurant stent graft in the proximal side, however, a second physician who is an instructor physician chose a 32 mm diameter during the review process. Therefore, (B)(4) was chosen for this case and deployed to the patient, and confirmed a type ia endoleak during the evar. Touching up by a reliant balloon was done several times, but the endoleak was still remained. It was decided by the physician to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) failure to follow instructions (oversizing), (B)(4) patient's condition affected effectiveness of device (anatomy related; possible device oversizing within a conical shaped proximal neck). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related; possible device oversizing within a conical shaped proximal neck), (B)(4) user error contributed to event (oversizing).